Event description:
It was reported that the ilet issued occlusion and high glucose alerts while using an infusion set with 23-inch tubing, resulting in hyperglycemia up to 436 mg/dl; delivery was paused, subcutaneous rapid-acting insulin by pen was administered, and multiple supply changes were attempted until blood glucose stabilized after replacing the cartridge/vial, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included hyperglycemia and irritability. Outcomes included a delay to therapy while the pump was paused without hospitalization. Customer care performed investigative communication and analysis of the information provided by the user. Investigation of this case revealed findings consistent with a deformation problem leading to flow obstruction at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.